Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: one empty winding former, one paper lid, a detached needle and a dispensed suture of product code vcp339 were received for analysis. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected; however, marks that appears to be by use of surgical instrument could be observed. The barrel hole was examined under magnification and no suture remnant was found. The suture piece was examined, the insertion mark was observed to be as expected. In addition, the force used to detach needle from the suture could not be determined. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Due to condition of the sample, it could not be determined what may have caused the reported incident of: ¿the suture needle is removed at the moment the surgeon drags the suture through the tissue¿.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event?: no, if yes, number of minutes: 15, action taken when event occurred?: abrir nuevo empaque, was procedure successfully completed?: unknown, were fragments generated?: no, if yes, were they removed easily without additional intervention?: unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Please clarify the event: was the needle dull? Or was the suture thread dragging through the tissue? At the time of wound closure, the suture is released from the needle. The needle had a normal edge were there any unexpected outcomes or complications as a result of the prolonged surgery time? There were no problems. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. The surgery lasted 15 minutes while opening a new suture to finish the procedure device return status/follow up. The device is available to return. The kit is still pending to be sent.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2019 and suture was used. The suture needle was removed at the moment the surgeon drags the suture through the tissue. There were no adverse patient consequences reported. Additional information was requested.